Event description:
I had the essure procedure done in (B)(6) 2011. Six months later I started having severe heavy bleeding during my periods. My stomach looks bloated all the time. Lack of appetite. Chronic pelvic pain, abnormal uterine bleeding, body aches. I have gained over 40 pounds and can not lose a single pound no matter what I do. Lower back pain, I can not sit or stand for more than 3 hours. Painful to have sex with my husband. My pain is increasing as time goes on. Exhausted constantly.